Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent lysis of adhesions on (B)(6) 2010 during which the surgeon noted ¿an area of obstruction related to the mesh. He took down the adhesions as well as the bowel from the abdominal wall.¿ it was reported that the patient experienced severe pain, inflammation, bowel obstruction, scarring, bulging, loss of appetite and stress and anxiety. No additional information is provided.